Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening on radius and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on radius, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp crease pattern opening on radius side of shell assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported contracture, baker grade IV. Device has been explanted.